Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported that they had to reboot the system due to dark images, multiple beeps and error message flashing across doghouse. This error may cause the system to shutdown. There is no report of injury or death associated with the event described in this complaint.